Manufacturer narrative:
A ge service representative performed an on site investigation. The system power supply was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system had no power (no boot). This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.